Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence non obstructive urinary retention. It was reported that the trial started on (B)(6) 2022. It was reported that the patient was in a hospital bed. On (B)(6) 2022 it was reported that they were in a hospital bed with lymphedema wraps on and they have an infection and feels it may be a part of their symptoms. They also mentioned they are taking antibiotics for the infection.  On (B)(6) 2022 the patient reported that they need to get out of their hospital bed to turn off their allergy machine and that they are on IV antibiotics for a bad infection. On (B)(6) 2022 the patient stated that the antibiotics are working for the infection and they feel that once they are done with them they will do better on their therapy. On (B)(6) 2022 the patient mentions they still have an ongoing infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.